Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized due to high blood glucose. The customer's mother reported that her son had moderate to high ketones. The customer's blood glucose was 200 mg/dl at the time of the incident. The customer's mother stated that her son was vomiting and experienced dehydration. The customer's mother stated that her son was wearing the insulin pump at the time of hospitalization. The time of the hospitalization was 12pm and the date of the hospitalization was (B)(6) 2015. The customer's mother declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.